Event description:
Pt receiving gastrostomy feedings with enteral pump. Machine's rotor was noted to be turning rapidly and pt suddenly received 150 cc feeding within 3 minutes. No untoward effect on pt. Obtained from MFR by lease agreement.